Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported against the right side device "capsular contracture [baker grade unknown], pain, burning sensation, hardening, encapsulation, desperation." Patient later reported,"patient has mammary implants and present capsular contracture ¿with extremely hardening and deformed anatomy¿ (as reported), with clinical diagnosis and baker grade of iii or IV, with intense fibrotic production in both breasts, although of not present the same contracture." Device remains implanted.